Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / irregular bleeding') in an adult female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included elbow fracture in 2008, joint pain, foot pain, plantar fasciitis, recurrent urinary tract infection, fallopian tube cyst and nabothian cyst. Concurrent conditions included feeling hot, excess sweating, abnormal weight gain, obesity, shaky feelings, low back pain, coccyx pain, spasm muscle, lumbago, headache, menses irregular, neck pain, uterine fibroid, menometrorrhagia, bladder discomfort, urinary frequency, dysuria, endometriosis and dysmenorrhea. Concomitant products included cetirizine hydrochloride (zyrtec) and paracetamol;pseudoephedrine hydrochloride (sinus medication) for headache, naproxen sodium (aleve tablet) for low back pain, ibuprofen for low back pain and headache as well as phentermine. In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy and desiccation of endometrioid). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the patient had scattered minimal implants of endometriosis which were desiccated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: abnormally thick endometrium measuring 19 mm in greatest thickness. Ultrasound scan vagina - on an unknown date: small nabothian cysts in the cervix. Concerning the injuries reported in this case the following events were confirmed via patients medical record: cramping, pain, low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / irregular bleeding') in an adult female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included elbow fracture in 2008, joint pain, foot pain, plantar fasciitis, recurrent urinary tract infection, fallopian tube cyst and nabothian cyst. Concurrent conditions included feeling hot, excess sweating, abnormal weight gain, obesity, shaky feelings, low back pain, coccyx pain, spasm muscle, lumbago, headache, menses irregular, neck pain, uterine fibroid, menometrorrhagia, bladder discomfort, urinary frequency, dysuria, endometriosis and dysmenorrhea. Concomitant products included amoxicillin trihydrate; benzydamine hydrochloride; bromhexine hydrochloride (sinus) and cetirizine hydrochloride (zyrtec) for headache, naproxen sodium (aleve tablet) for low back pain, ibuprofen for low back pain and headache as well as phentermine. In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy and desiccation of endometriotic). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the patient had scattered minimal implants of endometriosis which were desiccated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: abnormally thick endometrium measuring 19 mm in greatest thickness. Ultrasound scan vagina - on an unknown date: small nabothian cysts in the cervix. Concerning the injuries reported in this case the following events were confirmed via patients medical record: cramping, pain, low back pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.